Event description:
Allegedly, customer reported that during a functional endoscopic surgery, three patients in their (B)(6) sustained a burn on their nostrils from the shaft of the scope. Bacitracin was applied to the burns. Patients were reported to be doing fine. Procedure was completed.

Manufacturer narrative:
The 7230aa scope was evaluated. Scope is dented, objective lens has separation, and rod lenses are chipped. None of these conditions would lead to the scope getting hot. Scope 7230aa, s/n-(B)(4) was attached to a karl storz 300 watt xenon light source and ran for 2.5 hours at 70 percent light intensity. There were no signs of the scope shaft getting hot. Customer reported that the "shaft gets hot." We could not verify customer's stated issue. No problem found with the scope.